Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited noise and there were multiple noise reversion episodes. Lead replacement was discussed.

Event description:
New information available on 6/14/2018 states that the lead was replaced with a competitor product on an unknown date. No further information was available.